Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference case: (B)(4).

Event description:
It was reported that the instrument does not work correctly, it does not cut, the working element heats up, the handles of consumables are damaged, it has already caused harm to a patient. Adverse consequences for the patient: urethral injury, diagnosis from cystoscopy, urethral injury with tearing and bleeding. The patient is out of the hospital and is under observation. The patient was given an appointment in a month to perform a cystoscopy and check the patient's progress. Cross reference is covered under medwatch: 9610617-2024-00310.